Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow-up, intermittent far p-wave oversensing was observed on the ventricular channel. The low frequency attenuation filter was turned off. The patient condition is fine.